Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 at 2:05 am with a low blood glucose level of 33 mg/dl. The customer was transported by paramedics the emergency room. The customer's blood glucose was 283 mg/dl at the time of the call. The customer treated their blood glucose with juice and glucose tablets. The customer stated that the cause of the low blood glucose was taking 70 units of insulin with an insulin pen. The customer was assisted with reviewing the priming technique on their insulin pump. The customer stated that the nurse programed something in their insulin pump but the customer cannot remember what it was. The customer did not return the product back for analysis.